Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion with a spectrum iq pump, the "pump was discovered to not infuse for several hours". Subsequently, the patient underwent a caesarean-section (c-section) delivery. The exact indication for delivery by c-section for the patient was not reported. Multiple attempts to obtain additional information related to the patient event, patient¿s demographics, medical history, or any alarms that were generated by the pump was unable to be obtained and no additional information was available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. A definitive cause could not be determined, however the problem description may potentially be related to fa 2021-056, which is currently ongoing and is associated with reinforcing proper IV line setup and detection of upstream occlusions for spectrum pumps, which can cause under-infusions. Should additional relevant information become available, a supplemental report will be submitted.